Manufacturer narrative:
The cause of the discordant elevated pt result is unknown. The issue described is for a repeatable elevated pt result compared to a new sample drawn the following day. The issue is a singular incident affecting one remotely drawn sample. There is no evidence on any potential systemic instrument or reagent performance issue as qc and all other samples were unaffected. The prolonged result was not converted into reportable inr units, and the pt seconds value was questioned by the physician as not matching the patient's presentation and history. There was no change in treatment or therapy. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time (pt) result was obtained on the cs2100i instrument. The result was reported to the physician who questioned the result. The repeat on the same sample was also elevated. A new sample was tested the next day and a lower result was obtained. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt result. There was no report of adverse health consequences as a result of the discordant elevated pt result.